Event description:
It was reported that during a routine follow-up, it was noted that the device had a reported longevity of between 0.5 years and one year and battery status was good. Three months later, the device reported "replace pacer." The longevity estimate was questioned. The device was scheduled to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.